Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was advanced across the annulus, the electrocardiogram (ECG) showed complete heart block (chb) and the patient became hypotensive. The valve was withdrawn from the annulus, cardiopulmonary resuscitation (CPR) was performed and cardiopulmonary bypass was initiated. Once on bypass, the valve was delivered and deployed with no issues. The patient was then weaned off of the cardiopulmonary support, and transesophageal echocardiogram (tee) showed good left ventricle function. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.